Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, no sound. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had no specific issue. Upon triage, service found that the unit has no sound.